Manufacturer narrative:
The field service engineer replaced the degasser, the incubation bath degasser, and the rinse station tube. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. Patient 1 initial cystatin result was 0.00 mg/l and the repeat result was 0.96 mg/l. Patient 2 initial calcium result was 1.09 mmol/l and the repeat result was 1.92 mmol/l on the same analyzer and 2.52 mmol/l on another c701 analyzer. Patient 3 initial calcium result was 1.82 mmol/l and the repeat result was 1.69 mmol/l on the same analyzer and 2.35 mmol/l on another c701 analyzer. Patient 4 initial calcium result was 1.87 mmol/l and the repeat result was 2.41 mmol/l on the same analyzer.

Manufacturer narrative:
The cystatin reagent lot number was 73522101 with an expiration date of 30-apr-2025. The calcium reagent lot number was 71725901 with an expiration date of 30-jun-2024. The probe for the detergent was found to be dirty with a black deposit on the outside. The investigation is ongoing.